Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant was not able to provide the lot number of the suspect device, therefore, the device expiration and manufacture dates are unknown. Since the device remains implanted and will not be returned, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2008, that a pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure. According to the complainant, approximately twelve weeks ago, the patient had a pfr procedure. Approximately seven weeks afterwards, she presented with a small linear exposure in the anterior vaginal incision line. Examination revealed no inflammation or infection. The patient was treated with estrogen cream and is fine and asymptomatic, even though the exposure may never heal. The doctor does not think this will be problematic. The cause for the exposure is unknown.